Event description:
It was reported that during the implant of the right ventricular (rv) lead there was oversensing noted and the lead was reset into the header. It was also reported that post op day one noise was noted. An x-ray was obtained and was reported as normal. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.